Event description:
Reportedly, tissue link was used to help with liver resection and right lobectomy. At the completion of the case, the gound pad was taken off on the left thigh. Nurse noticed a darkened reddened area with small blisters at the lateral/posterior edge of the pad.